Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of blank display, battery out limit alarm and motor error alarm with their insulin pump. The customer's blood glucose level at the time of incident was 518 mg/dl. The customer treated the high with manual injection. The customer was assisted with troubleshoot. The pump was found to have passed testing and to be functioning as designed. The customer was advised issue may have been attributed to infusion set. The customer wad advised to conduct full set change and monitor the device.